Event description:
A report was received that the patient¿s ipg was heating up to uncomfortable temperature while charging. Database analysis revealed no anomalies. The patient underwent pocket revision wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as the ipg was discarded by the medical facility.